Manufacturer narrative:
H6: conclusion - a cartridge lot number search was performed and one similar complaint was found.

Event description:
It was reported that the surgeon inserted a competitor's lens and the ftp indigo foam tip plunger overrode and tore one haptic off. The lens was removed without enlarging the incision, but sutures were required to close the wound. The reporter stated that the cause of the torn haptic was the foam tip plunger. This is one of two lenses that tore for this patient- see MFR report# 2023826-2006-01688. A third lens was implanted.